Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to eat and then delivered a bolus of insulin. The customer's blood glucose (bg) level was 30 mg/dl and juice was consumed to address the low bg level. There was no device malfunction reported.